Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy when the patient presented for a normal device change out procedure. The electrical function of the lead was normal. The lead remains implanted and the physician elected to reschedule the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient had expired during a lead extraction procedure. During the extraction, the laser moved past the svc coil. The patient's blood pressure dropped and patient's pulse stopped. The chest was opened and a tear was discovered in the superior vena cava at the right atrial root. All attempts at resuscitation failed and the patient passed away.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasions were noted at 7.6-10.3cm and 8.4-10.5cm from the distal tip. The etfe coating was intact at these locations.